Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 35 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2021, 3248 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal on (B)(6) 2021). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: essure placement state discrepant, 2 dates were reported ( (B)(6) 2020 and (B)(6) 2021). Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of embedded device ("the tan white trabecular myometrium measures up to 2.4 cm in greatest dimension with embedded coiled") in a 35 year-old female patient who had essure inserted (lot no. Cs0003r) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of cesarean section in 2021, appendectomy in 2009, hernia in 2007 and endometriosis, cancer, ex-alcohol user, tobacco user, colonoscopy, menses irregular, depression, anxiety, pelvic pain female, parity 2 and gravida ii. Previously administered products included: nuvaring. The patient had a family history of breast cancer and depressive disorder. On (B)(6) 2014, the patient had essure inserted. Essure was removed on (B)(6) 2021. An unknown time later she experienced embedded device (seriousness criterion intervention required) and device expulsion ("the tan white trabecular myometrium measures up to 2.4 cm in greatest dimension with embedded coiled"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered embedded device to be related to essure administration. The reporter commented: essure placement state discrepant, 2 dates were reported ((B)(6) 2020 and (B)(6) 2021). Previously reported essure insertion date: (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2014: essure implants are in place and tubes occluded [pathology test] on (B)(6) 2021: final diagnosis: uterus, cervix, and bilateral fallopian tubes total hysterectomy and bilateral salpingectomy: cervix: no significant pathologic abnormality. Endometrium: weakly proliferative pattern. Negative for hyperplasia, atypia, and carcinoma. Myometrium: no significant pathologic abnormality. Serosa: focal endometriosis. Fallopian tubes: paratubal cysts. Gross description: the tan white trabecular myometrium measures up to 2.4 cm in greatest dimension with embedded coiled silver metal wires (3 x 0.1 x 0.1 cm) at left and right cornua (consistent with essure coils) [pregnancy test urine] on (B)(6) 2014: negative. Batch no: cs0003r. Production date: 2013-10-01. Expiration date: 2016-05-31. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 03-sep-2023: quality safety evaluation of ptc. Upon internal review, device expulsion extracted as event ( non-serious incident). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of embedded device ("the tan white trabecular myometrium measures up to 2.4 cm in greatest dimension with embedded coiled") in a 35 year-old female patient who had essure inserted (lot no. Cs0003r) for female sterilisation. The patient had a medical history of cesarean section in 2021, appendectomy in 2009, hernia in 2007 and endometriosis, cancer, ex-alcohol user, tobacco user, colonoscopy, menses irregular, depression, anxiety, pelvic pain female, parity 2 and gravida ii. Previously administered products included: nuvaring. The patient had a family history of breast cancer and depressive disorder. On (B)(6)2014, the patient had essure inserted. Essure was removed on (B)(6)2021. An unknown time later she experienced embedded device (seriousness criterion intervention required). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered embedded device to be related to essure administration. The reporter commented: essure placement state discrepant, 2 dates were reported ( (B)(6)2020 and (B)(6)2021). Previously reported essure insertion date : (B)(6)2013. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on 19-jun-2014: essure implants are in place and tubes occluded [pathology test] on 23-nov-2021: final diagnosis uterus, cervix, and bilateral fallopian tubes total hysterectomy and bilateral salpingectomy: - cervix: no significant pathologic abnormality. - endometrium: weakly proliferative pattern. Negative for hyperplasia, atypia, and carcinoma. - myometrium: no significant pathologic abnormality. - serosa: focal endometriosis. - fallopian tubes: paratubal cysts. Gross description: the tan white trabecular myometrium measures up to 2.4 cm in greatest dimension with embedded coiled silver metal wires (3 x 0.1 x 0.1 cm) at left and right cornua (consistent with essure coils) [pregnancy test urine] on 24-jan-2014: negative quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6)-2023: medical record received. Event device embedded added. Lot number added. Pathology report added. Patient, reporter & product information updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 35 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2021, 3248 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required) via surgery (essure removal on (B)(6) 2021). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: essure placement state discrepant, 2 dates were reported ( (B)(6) 2020 and (B)(6) 2021). Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 16-mar-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.